Manufacturer narrative:
Device received with intermittent button response and lcd segment slowly missing due to flattened (escape, down and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify charge battery and rewind anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump required battery change more than once a week, screen had cloudy spots and was hard to read, it rewound slower, pressing the buttons were harder and a few times to respond. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.